Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2024. After the lead was inserted into the ventricle, when the guidewire was attempted to be separated from the lead, it could not be extracted.

Manufacturer narrative:
The reported event of failure to advance/remove stylet was not confirmed. As received, a complete lead was returned in one piece with a stylet partially inserted in the inner coil. Visual and x-ray examination of the lead did not find any anomalies. The returned stylet was bent consistent with procedural damage. The returned stylet was able to be removed from the inner coil for testing. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Correction: h6: health effect.

Manufacturer narrative:
This event was initiated from an adverse incident report submitted by (B)(6) hospital directly to china medical device ae reporting system (http://maers.adrs.org.cn).

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2024. After the lead was inserted into the ventricle, when the guidewire was attempted to be separated from the lead, it could not be extracted.